Manufacturer narrative:
Complaint (B)(4). Samples have been requested from the customer but have not yet been received at the time of this report. If and when customer samples are received, they will be evaluated as part of the complaint investigation. Upon completion of the complaint investigation, a supplemental report will be filed.

Event description:
The customer reported elevated potassium levels experienced in about 80% of tubes sent to their lab. Issue experienced across lots. Specimens were collected from one phlebotomist end user. Customer example: initial k+ results 6.9 mmol/l which was collected and centrifuged off site, then transported to the laboratory in a courier specimen transport cooler. There was no hemolysis present as seen in attached photos and the result was verified by repeat analysis on a second analyzer. A second specimen was collected on site, and tested which yielded a 5.1 mmol/l results. Verified by repeat analysis. Customer advised tubes were filled to indicator, no visible hemolysis. Quest centrifuge 3,300 rpm for 15 min. Instrument siemens dimension, analyzer and qc were ruled out as contributors. Customer requested assistance in identifying cause and solution. Ts supported customer with IFU information, literature, and referral to gbo ps team for training and education.

Manufacturer narrative:
Complaint (B)(4). No samples were received for evaluation. We forwarded the complaint to our affiliated location in brazil from which we received this product. According to their investigation and comments, a review of production documentation revealed no deviations in association with the reported issue. The complaint is closed as cannot be determined. Corrected data: d4: lot number, expiration date; h4: device manufacture date; h6: type of investigation, investigation findings, investigation conclusion; h11: manufacturer narrative.